Event description:
It was reported to abbott a patient lost significant weight. Both leads migrated and the ipg site became uncomfortable. The patient underwent a surgical intervention where both leads were explanted and replaced. Pocket site was not moved, the originally battery was sutured down to prevent it from moving. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.